Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artrey after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported as discarded. A cuff miss can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a forty-five degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. In this instance, based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined. After a review of the lot history record and a query of the complaint database query, there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been discarded. The lot number has been provided. A follow-up will be submitted with all additional relevant information.